Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the upstream occlusion (uso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6)hospital, (B)(6)4060, (B)(6), (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting an upstream occlusion alarm near the end of the infusion. Per reporter there were no kinks observed in the line, the clamps were open and the medication reservoir was not folded over. It was reported that the pump was subsequently powered off and the catheter would be removed in the morning. Per reporter no additional information is available. No adverse patient effects were reported.